Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery utilizing a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). After a guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the fifth inflation at 6 atmospheres for 30 seconds, the balloon ruptured. No segment of the balloon detached inside the patient and the procedure was completed with a 4x15mm coyote balloon catheter. No patient complications nor injuries were reported.